Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a device's sound abatement foam. Additional information received and b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient had throat surgery on monday (B)(6) 2022 to remove tumors on throat to determine if they are cancerous. After the second attempt to have the device and components returned for evaluation, the customer stated that she received replacement and returned the old device while ago and hung up the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section b5 and h6 updated in this report.